Event description:
Suit papers do not specify the problem or identify implants. The co does know this pt's primary surgery was in 1993. She was revised twice; first in 1997 and the second revision was in 1998. Suit papers stated that the first hip replacement system disintegrated and the second hip replacement system failed to adhere to her body.